Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was provided. A sample evaluation could not be performed because no sample nor photo was provided. The reported condition could not be confirmed. No abnormal conditions were found that could trigger the reported condition. Based on the present information, no action plan is deemed required. A notification was made to production personnel about the reported condition, with the purpose of raising personnel awareness. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the chest tube (CT) disconnected from the tubing. The patient's mom pressed the call bell when she noticed, so it is unknown how long it was open to air. Tpa had just been instilled approximately 1 hour previously. There was no increased wob or signs of respiratory distress noted at the time of discovery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.